Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not change, preventing device deployment. Manual compression was applied, and hemostasis was achieved. There was no reported patient injury. The device and package had no visible damage prior to use. Angiography verified femoral artery suitability including appropriate insertion angle. The indicator wire cowling did not lock against the handle assembly and no audible click was heard. No pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped, but not until pulsatile flow significantly slowed or stopped. Retraction continued until the indicator window changed to solid black color. The physician did not have the thumb placed on the plug deployment button during retraction. The indicator window did not show red color during retraction. Upon device removal, the indicator wire loop was not deployed or visible. The vessel diameter was verified to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site. No stent was present near the puncture site. There was no stenosis greater than 50 percent at or near the puncture site. The target femoral site had not been previously closed within 30 days. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The device was returned for evaluation.